Manufacturer narrative:
The insulin alarmed during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and the excessive no delivery test due to a33 alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.